Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the imaging system was unable to perform a 3d image acquisition when prompted by the user. It was noted that an error message appeared stating that the 3d image could not be performed. Three attempts were performed without resolution. The imaging system was restarted without resolution. The gantry was opened and closed, it was noted that 2d image acquisitions could be performed as well as a 3d image acquisition. However, it was noted that after screw placement, 2d image acquisitions could be performed but the reported issue recurred as the viewing station of the imaging system displayed that the navigation was not connected to it. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: medtronic representative reported that the issue was resolved by rebooting the system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that there was a delay of 10 minutes. If information is provided in the future, a supplemental report will be issued.